Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a conversion of a right competitor partial knee replacement to a primary attune to treat progressive pain secondary to advancing arthritis. Upon entering the joint, the surgeon excised periarticular scar tissue and removed the competitor trochlear implant and medial femoral condyle implant. In addition to the femoral component and tibial tray, the patella was resurfaced and unknown cement was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain and walking difficulties secondary to loosening of the tibial tray. Upon entering the joint the surgeon performed a capsulorraphy to repair a thickened joint capsule. The surgeon performed a major synovectomy to remove dense proliferative synovitis. The tibial tray was loosened at an unknown interface and easily removed. The femoral component was well-fixed by revised. The patella was well-fixed and retained. The patient was revised with unknown components. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Right knee.